Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A software investigation was completed, although root cause of the reported issue could not be determined base on the information provided. Multiple requests for additional information from the site have been made. No additional information available.

Event description:
A site representative reported that during an ear, nose, and throat procedure, the navigation system spontaneously moved from the navigation task to the register task in the software. The system was reportedly being used for navigation at the time this occurred. The procedure was completed successfully using the navigation system after a delay of less than one hour. The patient was not impacted.